Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. A sample evaluation was performed. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.

Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a transfer set. The doctor stated that the tip protector for a spike of transfer set was separated from the spike when the customer changed the set. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During the sample evaluation the set was connected to a bag port for visual and leak testing with no connection issues noted. The uv spike's outside dimension was measured with the following reading: .215 and specification range of .212 to .218.